Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the tandem-provided usb cable and power adapter were not able to charge the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.